Event description:
It was reported that when a nurse was attempting to start an infusion, the pcu screen flashed red and the pump module alarmed channel error. It was noted that two pump modules were attached to pc unit, however only one would register on main screen display. Upon assessment of iui connectors, damage was noted to one of iui connectors with some bending. There was no patient involvement, the issue occurred prior to use.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that when a nurse was attempting to start an infusion, the pcu screen flashed red and the pump module alarmed channel error. It was noted that two pump modules were attached to pc unit, however only one would register on main screen display. Upon assessment of iui connectors, damage was noted to one of iui connectors with some bending. There was no patient involvement, the issue occurred prior to use.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Please note that the suspect device was not returned for investigation; however, two (2) photos provided by the customer showed a powered pcu not recognizing the pump module attached on the right side and bent contact pins suspected to be from the attached pump module left (female) iui connector. H3 other text : customer provided sample photo only. No device was returned.